Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the customer received a result of 98 mg/dl at 12:10pm on the performa nano system and was having hypoglycemia. The patient called an ambulance and was transported to the hospital. The results and treatment provided by the emt's were not provided. At the hospital, 45 minutes later, the customer received a blood glucose result of 56 mg/dl and was treated with orange juice and sugar. The customer was released from the hospital at 5:00pm the same day. Return of the suspect device was requested for evaluation.